Manufacturer narrative:
This product is not marketed in the us (B)(4).

Event description:
The reporter indicated that the surgeon implanted and removed a 13.2mm vticmo 13.2, -14.00/1.5/087 (sphere/cylinder/axis), implantable collamer lens from the patient's left eye (os) on (B)(6) 2021 due to low vault . A longer length lens was implanted on (B)(6) 2021. This resolved the problem. Cause of the event is reported as unknown.